Manufacturer narrative:
The service evaluation found the adhesive at the distal end forceps cover peeled off. Additionally, the scope failed the leakage test (under up/down knob), the universal cord has deformation/buckles, and the control knob has play. The scope was repaired and returned to asset stock. The asset/loaner scope was last serviced on (B)(6) 2022. No problems found, inspection only. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus service was informed that the returned asset/loaner evis exera ii ultrasound gastrovideoscope¿s adhesive at the distal end forceps cover was found peeled off during service inspection. There was no defect or malfunction associated with the scope. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.